Event description:
The olympus asset device duodenovideoscope was returned with no complaint reported by the user. During inspection and testing, the light guide lens adhesive and the distal end had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and the following findings were found: the scope connector cover had corrosion due to water leakage, the distal end was shaved, the image guide protector was damaged, the distal end had residual liquid, the adhesive around the light guide lens was discolored, and the light guide lens and adhesive on the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material on the lightguide lens adhesive could not be identified. A definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. Additionally, the observed foreign material on the device tip could not be identified, however, due to the observed scraping/deformation of the tip, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.